Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was emitting error messages following a change of the front and rear covers. The rse worked with the onsite biomedical engineer and determined that the device had messages of: "defibrillator disabled, run operating test", and during the operating test mentioned "shock not delivered." As a result, the customer was provided with a replacement therapy printed circuit assembly (pca) to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device displayed error messages following replacement of the front and rear covers. There was no patient involvement reported.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse), a philips emergency care (ec) product support engineer (pse), and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, indicating that the device displayed error messages following replacement of the front and rear covers. There was no patient involvement reported. The rse assisted the onsite biomedical engineer and determined that the device displayed messages of: "defibrillator disabled, run operating test", and during the operating test, mentioned "shock not delivered." As a result, the customer was provided with a replacement dfm100 assy therapy (pn: 453564489061) and accompanying dfm100 assy therapy receptacle (pn: 453564488971) for the customer to install. The device remains at the customer site. The defective dfm100 assy therapy, part number: 453564489061 and serial number: (B)(6), was returned to philips for failure analysis, and the complaint was escalated for a technical investigation. The therapy pca (printed circuit assembly) was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Further investigation of the returned pca found a defective c123, which failed therapy testing during the operational check and general testing. Based on the results of the failure analysis, the alleged failure was recreated, confirming the issue. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed and returned to service. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.